Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - was there any adverse consequence associated with the patient? - please provide the lot number: I didn¿t make note of the lot number I have already sent them to the us. Related medwatch reports: 2210968-2022-10539, 2210968-2022-10540.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2022 and suture was used to close an abdomen. With only little pressure the suture material snapped in the surgeon's hands. Another suture was used. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/25/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned samples revealed that it was received two unopened samples that pertain to product code w9116h. In order to evaluate the condition of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues no anomalies were observed during the evaluation. The functional test was performed, and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-10538, 2210968-2022-10539, 2210968-2022-10540.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/27/2023 a device has been received; however, it is unknown if the product belongs to this complaint, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following additional information was received: our failure analysis lab received the additional products with reference to this complaint, the following product was received: - product code: w9116 lot # sjmmta - product code: 9125 lot # sjmeqm 1. Could you please clarify if the additional devices belong to this complaint? This complaint is for w9916h - lot unknown. 1a. If yes, did a device malfunction occur during the same procedure for lot product code 9125 / lot sjmeqm and product code w9116 / lot sjmmta 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.